Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
Med affairs spoke to the pt on (B)(6) 2004 and obtained the following info: on (B)(6) 2004, in the morning, the pt tested her blood glucose and the meter worked fine (she did not recall the readings). In the evening the pt was not feeling well and tried to test her blood glucose and meter displayed a "not ok" message when the meter was powered on. The pt drank some grape juice and started to vomit. She contacted the paramedics and they did not have a meter with them to test her blood glucose. Paramedics arrived within 10 - 15 minutes of receiving her call. They took her to the hosp where she was treated with IV. Pt does not recall what the reading was in the hosp. Pt was released the following morning. Ccr was unable to resolve the issue and sent the pt a new meter. This case is being reported as a malfunction, since the not ok message was not resolved. There is not enough info to make this an adverse event, since there is no info on the diagnosis or the readings in the hosp.